Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured at the most distal tip of the catheter. The loose fragment was found inside the sterile product pouch. Conclusion: evaluation of the returned neuron max 6f 088 long sheath (neuron max) confirmed the distal tip was fractured. This type of damage likely occurred from the packaging mandrel pinning the distal tip of the catheter on the plastic packaging tube during removal of the device. The packaging mandrel is held in place on the packaging card and is designed to stay in place upon removal of the catheter. If the catheter is retracted at an angle, it may cause the distal portion of the catheter to become pinned between the packaging tube and mandrel. Any retraction subsequently will likely result in a fracture the distal tip. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device not returned.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the neuron max 6f 088 long sheath (neuron max) was chipped upon removal from the packaging. The piece that had broken off the neuron max tip was still in the packaging. The damaged neuron max was found prior to use and was not used in the procedure. The procedure was completed using another neuron max.